Manufacturer narrative:
This communicator has been returned for analysis. Upon receipt in the post market quality assurance laboratory, the reported observation was confirmed during initial analysis. Analysis is ongoing. This report will be updated upon the completion of analysis.

Event description:
Boston scientific received information that the communicator wasn't getting power. During troubleshooting when other power outlets were attempted in the patient's home, the power supply was hot to the touch and observed to be melted. No adverse patient effects reported. A replacment communicator was shipped to the patient.

Manufacturer narrative:
Analysis confirmed that the communicator power supply casing was melted from excessive heat, however, the power supply did not become hot to the touch during analysis.